Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7099969, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation from the leads of the deep brain stimulation (dbs) system. It was stated that the device were in use to address their epilepsy symptoms, which are considered to be off label use. The patient underwent an explant to remove two leads from the subthalamic nucleus (stn) and new devices implanted into the central median nucleus (cm) and is doing well post operatively. The devices will not be returned as they were discarded by the facility.

Event description:
It was reported that the patient experienced inadequate stimulation from the leads of the deep brain stimulation (dbs) system. It was stated that the device were in use to address their epilepsy symptoms, which are considered to be off label use. The patient underwent an explant to remove two leads from the subthalamic nucleus (stn) and new devices implanted into the central median nucleus (cm), and is doing well post operatively. The devices will not be returned as they were discarded by the facility

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: 7099969. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) # (B)(4). With all the available information, boston scientific concludes that the cause of the patient experiencing inadequate stimulation and undergoing a procedure in which the leads were replaced was not confirmed based on record review, the devices were not returned as they were discarded by the facility. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The devices were not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are not able to confirm the root cause of the event. The devices were not been returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint and the conclusion is cause traced to intentional off-label, unapproved, or contraindicated use.